Event description:
It was reported that the patient presented in clinic after receiving a patient notifier. Patient was asymptomatic. An increase in impedance and capture threshold were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.